Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the receiver had intermittent audio output. No additional event or patient information is available. The receiver has been received for evaluation. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
(B)(4)

Event description:
The receiver was received for evaluation. The receiver was unable to be investigated for audio issues. The complaint confirmation of the intermittent audio could not be determined. The probable cause could not be determined.